Manufacturer narrative:
This MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4). No manufacturing or service issues were identified as causes of the customers reported problem during the review of service and repair records. A product sample was received for evaluation. Visual and functional testing were performed the device was missing tamper seal. Missing tamper seal. The technician performed functional check and non disposable alarm nda testing of pump as per procedure. The reported problem was duplicated. After running three accuracy tests, the pump was found to be over delivering to the manufacturing specifications. The root cause of the reported issue was found to be expulsor assembly the technician replaced expulsor.

Event description:
It was reported that over infusing occurred. No patient injury was reported.